Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that one of the teeth at the end of the lag screwdriver came off during the procedure.

Manufacturer narrative:
Correction - d4 (lot#), h6 (clinical signs code, health impact code, component code). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received lag screwdriver shows traces of intense use identified by the appearance of scratches & dents on the surface. One of the four pegs was found to be broken and was not returned for evaluation. All the remaining pegs showed signs of deformation. Most likely the breakage occurred due to torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information, the root cause was attributed to user related issue. The breakage & deformation in pegs indicates towards torsional overloading . Moreover, the device was manufactured in 2011, so it can be said that it has performed its function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that one of the teeth at the end of the lag screwdriver came off during the procedure. The surgeon attempted to retrieve the fragment but it was unsuccessful. The procedure was completed successfully, but a fragment from the ¿screwdriver¿ device had to be left in the patient.